Event description:
During a transseptal procedure, pericardia! Effusion was noted on tee. A pericardiocentesis was performed which stabilized the patient and the procedure was continued. The size of the left atrium was very small and it was very difficult to manipulate the catheter in the la. The procedure was stopped, and patient left the procedure room in stable condition. It was during transeptal attempt perforated with the needle. The transeptal needle was a baylis needle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).